Event description:
Olympus medical systems corp (omsc) was informed that during uncertain laparoscopic surgery, the probe of the subject device broke off at the outside of the patient. There was no report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 17 mm from the distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly unlikely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress cause crack on the probe. The probe broke likely due to the physical stress during the withdrawal or the touching after the probe cracked. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.